Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery power loss. The customer¿s blood glucose level was 300 units. The customer reported that the meter has a chip upper left corner and shut off completely for no reason. It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.